Event description:
Customer informed ansell healthcare products, llc that immediately after using a lifestyles polyisoprene extra lubricated condom she developed an irritation and two (2) days later developed a yeast infection.

Manufacturer narrative:
(B)(4) - ansell healthcare products llc is submitting this report on behalf of (B)(4).